Event description:
It was reported by the affiliate in japan that during an arthroscopic rotator cuff repair procedure on (B)(6) 2022, it was observed that when the surgeon inserted the 5.5mm healx adv sp biocomposite anchor device directly into the burr hole, the anchor misaligned in the axial direction, and the dilator part was damaged. According to the report, the anchor was removed except the dilator part. It was reported that the procedure was completed with the replacement which was inserted in a new burr hole. It was reported that the fragments of dilator remained in the body, but the surgeon determined that there was no problem because it was in the burr hole. There was surgical delay less than 30 minutes delay. There was no harm to the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j employee to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, it could be observed that the inserter tip and anchor were in good condition, no structural anomalies were found. The dilador was broken. The threader assy and driver ring were not received along the device. A manufacturing record evaluation was performed for the finished device 7l74432 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. Based on the information provided, the issue reported could be related to the force applied while the anchor was misaligned in the axial direction which could damage the dilator part. As per IFU; when hard bone is encountered, it is recommended to use an awl, drill, or similar instrument to create a pilot hole in bone prior to anchor insertion. Improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. Use downward force to hold the anchor nose in bone and apply desired tension to the sutures. Tensioned sutures may be placed in the slot on the driver handle for convenience at this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.